Event description:
A report was received that the patient underwent a revision wherein the paddle lead was explanted for an unknown reason. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the paddle lead was explanted and replaced per physician¿s preference to cover a non-device related new pain area. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision wherein the paddle lead was explanted for an unknown reason. The patient was doing well post-operatively.